Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified surgery, the pressure reading of the control unit was out of specification. The patient had excessive fluid applied to the site. The patient¿s surgical was over infiltrated, excessive fluid delivered. While testing with biomed key applied pressure readings were out of limits, 35-33 mmhg. The procedure was completed using the same device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found no issues. A functional evaluation revealed no problems. Product passed all functional tests. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that although requested the operative report and images of the reported event was not provided. It was communicated via e-mail that the patient has been discharged. Based on the information provided no clinical factors were found which would have contributed to the reported. No further clinical/medical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.